Event description:
A cartridge alarm 30 was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Following the report, technical support arranged to send a new replacement pump, advised the customer on necessary steps for receiving and returning pumps, and ensured a backup insulin pump would be used to maintain insulin delivery without interruption. The customer acknowledged the instructions, and technical support confirmed the shipping address for the replacement pump.